Event description:
The user had a sudden loss of benefit with the device. On the morning of (B)(6) 2021 the child could still hear with the device, but later on that day could no longer hear anymore. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a sudden loss of benefit with the device. On the morning of (B)(6) 2021 the child could still hear with the device, but later on that day could no longer hear anymore. It is unknown if further medical intervention will take place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a sudden loss of benefit with the device. On the morning of (B)(6) 2021 the child could still hear with the device, but later could not hear anymore after having been under supervision of his sister during the day.